Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, the proglide device snapped while trying to deploy. A second proglide was used with the same results. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the suture snapped on the devices. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. It was reported that all physicians at this facility are trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The analysis of the returned device indicated that the plunger was not retracted to retrieve the suture and the foot was not closed prior to removing the device from the anatomy as instructed in the instructions for use (IFU)resulting in a broken posterior foot. The probable cause for the posterior foot break is incorrect deployment sequence. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.